Event description:
I used one bottle of a two pack of this contact lens solution for the last 3 weeks. My eyes felt irritated. I realized last night that the moldy odor I had been smelling was this contact lens solution. I went online and saw that other consumers had a similar experience with this product. I opened the second bottle of the 2 pack and it also smelled moldy. I contacted alcon today and was asked to return the products to them for testing. I have not done so yet. To disinfect and store contact lenses.